Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, imaging revealed that the enroute transcarotid stent had thrombosed. The physician tested for plavix resistance and elected to change the antiplatelet therapy.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, imaging revealed that the enroute transcarotid stent had thrombosed. The physician tested for plavix resistance and elected to change the antiplatelet therapy.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, imaging revealed that the enroute transcarotid stent had thrombosed. The physician tested for plavix resistance and elected to change the antiplatelet therapy.

Manufacturer narrative:
Updated fields: e1- initial reporter email.